Event description:
It was reported that during a urinary organ procedure, the distal end part of the blade had been broken. Another device was used to complete the case. There were no adverse consequences to the patient. Broken piece did not fall into the patient's body.